Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 devices were functionally/visually inspected in the field. These devices were repaired and returned to use. 1 device was not made available for inspection by the end user. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 5 malfunction events, where it was reported the brakes were difficult to engage/disengage or cannot be engaged. There was no patient involvement.